Event description:
It was reported to boston scientific corporation that a wallstent biliary uncovered stent was to be implanted in the bile duct to treat a stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device could not be deployed. The stent remained fully covered by the outer sheath upon removal, and no partial deployment was observed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition was stable at the conclusion of the procedure. Note: it was reported that the shipping mandrel was manually removed prior to advancing the guidewire through the device. Per the IFU, "by inserting the trailing end of the guidewire, the shipping mandrel will be pushed out. Do not remove the shipping mandrel before loading the guidewire." Note: this event has been deemed a reportable event based on the investigation finding of inner sheath detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation findings of inner sheath detached. Block h11: a wallstent biliary uncovered stent and its delivery system were received for analysis. The stent was fully covered and undeployed upon receipt. Visual inspection found the stainless-steel shaft detached, the inner sheath broken, and the outer sheath kinked. Media analysis on a provided photograph showed the inner sheath kinked as well. No additional problems were identified with the stent or delivery system. Product analysis could not confirm the reported event of stent failure to deploy as the stent was returned fully covered and undeployed and the delivery system was returned in a condition in which functional deployment testing was unable to be performed. The investigation concluded that the reported event and additional observed damages were most likely due to procedural factors as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Taking all available information into consideration, the investigation concluded that the most probable cause is cause not established.